Manufacturer narrative:
The investigation has been completed. Review of the logs showed there were multiple instances when the controller logs had a controller error which indicated an optical error. There was support at the same time by the real time logs, that showed the optical signal dropped to -16384 for an extended period of time multiple times which between the logs and the real time logs pointed to the failure mode transient loss of optical data. The console was investigated. The purge disc retainer was cracked and there was noticeable glucose ingresses around the purge assembly and into the purge door hinges. The cause of the issue was not determined since the failure could not be reproduced this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a controller error yellow alarm. No patient was involved.